Manufacturer narrative:
The reported lot # [82222928] was not found for the reported catalog # [305243]. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Rationale: CAPA is not required at this time.

Event description:
It was reported that foreign matter was found inside the needle 18ga 1in blunt fill sla upon opening the packaging.